Event description:
Additional information received from multiple sources (healthcare provider, clinical study, foreign) indicated that a revision was performed on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0223439265 serial# unknown implanted: (B)(6) 2005, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0223439265 serial# unknown implanted: (B)(6) 2005 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, forgeign) regarding a patient who was receiving unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient's spasms had become much more severe and they complained of baclofen withdrawal. The empty and low reservoir alarms were noted to have occured. During a refill 0 ml was expected but the healthcare provider was able to aspirate 3 ml. A catheter occlusion was suggested as the problem and a revision was performed on (B)(6) 2022. Additional information received from multiple sources (healthcare provider, clinical study, forgeign) indicated that imaging revealed that the catheter tip was at t9 and that there was mainly diffusion of the contrast medium to cranial but limited to the lateral. The healthcare provider deciced to revise the catehter to th12 to get better coverage for the patient's spasticity. (B)(6) 2023 e1, psr update (hcp, sdy, for): documents contained no new information.